Manufacturer narrative:
(B)(4). Final analysis found that the lead was returned in two pieces. An external abrasion was found breaching the outer insulation at 32.2 cm to 32.6 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. This likely contributed to the reported oversensing and noise. (B)(4).

Event description:
It was reported that the right atrial lead exhibited noise and oversensing. The lead was explanted and replaced. No patient symptoms or additional information was reported.